Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with svd and/or nsvd. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not understood. In this case, the device was not returned to edwards for analysis. The root cause for the pannus, stenosis, leaflet immobility, and regurgitation cannot be conclusively determined at this time. However, it is likely that patient related factors and the progression of the underlying disease contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm pericardial mitral valve was disabled after an implant duration of six (6) years, eleven (11) months, and twenty eight (28) days due to pannus, stenosis, leaflet immobility, and regurgitation. A second device, a 26mm transcatheter valve, was implanted using a valve-in-valve procedure. Both devices remained implanted. Per obtained medical records, the patient presented with acute on chronic heart failure and was found to have severe prosthetic mitral regurgitation. A work-up transesophageal echocardiogram showed a bioprosthetic valve with abnormal function secondary to pannus, severe mitral stenosis, two of three leaflets were fixed and immobile, and an ejection fraction of 55-60%. The patient underwent successful transcatheter mitral valve replacement. The 26mm transcatheter valve was noted to be seated satisfactorily and an intraoperative (tee) showed no evidence of perivalvular leak. The patient was discharged on post-operative day 6.